Event description:
Catheter broke off and tip had to be retrieved from pt. The tip was able to be retrieved from pt.

Manufacturer narrative:
The device was returned to vygon for eval and complain investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.